Manufacturer narrative:
Clinical code: 4843 - endoleaks: event was reported from the sites on intake form as endoleak type 1b. 4582 - no clinical signs, symptoms or conditions: the site stated within the intake from that there was no health damage to the patient. Impact code: 4627 - device explantation: the thoraflex hybrid device was explanted on (B)(6) 2025 as indicated on intake form. 4642 - additional device required: the site stated within the intake form that a frozenix separate (japan lifeline) was then placed, and the procedure was completed using a triplex 4branch. Medical device problem code: 1064 - backflow: the site stated within the intake form that there was significant blood backflow from the outside of the collar, which made visually confirming the endoleak location difficult. 1250 - fluid/blood leak: the site stated within the intake form that there was significant blood backflow from the outside of the collar, which made visually confirming the endoleak location difficult. Component code: 4755 - part/component/sub assembly term not applicable. Type of investigation: 10 - testing of actual/suspected device: device returned testing ongoing at this time 4110 - trend analysis: four year review was performed for thoraflex hybrid > leakage > endoleak > type 1, this gave an occurrence rate of 0.112%. No trends identified requiring action at this time. 4111 - communication/interviews: additional information was received which stated the below: there were no problems before implantation. However, significant blood backflow occurred between the thoraflex hybrid stent graft and the native vessel. The device was removed due to suspected insufficient expansion the IFU was followed. The device was soaked in saline for more than 5 minutes. No scans available for review. The patient outcome was that a frozenix (japan lifeline) was implanted that and the procedure was successfully completed. Device relationship, oversize of the device diameter of the healthy vessel at the landing zone is unknown. There was no significant curvature or other anatomical feature near the landing zone that might have impacted the device. It is unknown if the distal ring fully deployed following the procedure/ tilted or otherwise positioned suboptimally due to the device being removed from the patient after placement. 3331 - analysis of production records: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification. Investigation findings: 3233 - results pending completion of investigation: investigation conclusion: 22 - known inherent risk of device: IFU review was performed and confirmed with thoraflex hybrid nagase japanese IFU translated - problems/adverse events states endoleaks is mentioned. 11 - conclusion not yet available.

Event description:
The event was reported as endoleak: the thoraflex hybrid tar (total arterial revascularization) & fet (frozen elephant trunk) procedure was performed in zone 1. After placing the thoraflex hybrid, an endoleak type 1b was observed. The stent graft portion was then expanded using a vascular sizer to treat the endoleak. However, there was significant blood backflow from the outside of the collar, which made visually confirming the endoleak location difficult. As insufficient expansion was suspected, the thoraflex hybrid was removed from the patient. A frozenix separate (japan lifeline) was then placed, and the procedure was completed using a triplex 4branch. No blood loss or patient harm was reported.

Event description:
The event was reported as endoleak: the thoraflex hybrid tar (total arterial revascularization) & fet (frozen elephant trunk) procedure was performed in zone 1. After placing the thoraflex hybrid, an endoleak type 1b was observed. The stent graft portion was then expanded using a vascular sizer to treat the endoleak. However, there was significant blood backflow from the outside of the collar, which made visually confirming the endoleak location difficult. As insufficient expansion was suspected, the thoraflex hybrid was removed from the patient. A frozenix separate (japan lifeline) was then placed, and the procedure was completed using a triplex 4branch. No blood loss or patient harm was reported. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00080 to provide event closure information for tag0311.

Manufacturer narrative:
Clinical code: 4843 - endoleaks: event was reported from the sites on intake form as endoleak type 1b. 4582 - no clinical signs, symptoms or conditions: the site stated within the intake from that there was no health damage to the patient. Impact code: 4627 - device explantation: the thoraflex hybrid device was explanted on (B)(6) 2025 as indicated on intake form. 4642 - additional device required: the site stated within the intake form that a frozenix separate (japan lifeline) was then placed, and the procedure was completed using a triplex 4branch. Medical device problem code: 1064 - backflow: the site stated within the intake form that there was significant blood backflow from the outside of the collar, which made visually confirming the endoleak location difficult. 1250 - fluid/blood leak: the site stated within the intake form that there was significant blood backflow from the outside of the collar, which made visually confirming the endoleak location difficult. Component code: 4755 - part/component/sub assembly term not applicable type of investigation: 10 - testing of actual/suspected device: review was performed of returned product on (B)(6) 2025 which concluded the below. ·close examination of the distal end of the stented section shows no failures, with the eyelets intact and the distal ring securely attached to the device fabric. There are no holes, tears or other visible defects to the device fabric. ·the collar and graft section of the device were examined, no defects were visible and there were no signs that the device had been cut down to size or sutured, suggesting that the procedure was abandoned before the anastomoses were attempted ·the conclusion of the report stated, there is insufficient detail from the event site to determine the root cause of this event, however it is likely as a result of reperfusion the lower aorta before the distal anastomosis has been completed and without an alternative secondary sealing method. It is also possible that this was exacerbated by back bleeding from auxiliary vessels or an incomplete distal seal due to insufficient oversize or tortuous patient anatomy in the landing zone. No deficiencies could be identified on the returned device, which appeared to be fully intact and have fully expanded as expected. 4110 - trend analysis: four year review was performed for thoraflex hybrid > leakage > endoleak > type 1, this gave an occurrence rate of 0.112%. No trends identified requiring action at this time. 4111 - communication/interviews: additional information was received which stated the below: ·there were no problems before implantation. However, significant blood backflow occurred between the thoraflex hybrid stent graft and the native vessel. ·the device was removed due to suspected insufficient expansion ·the IFU - (instruction for use) was followed. ·the device was soaked in saline for more than 5 minutes. ·no scans available for review ·the patient outcome was that a frozenix (japan lifeline) was implanted that and the procedure was successfully completed. ·device relationship, oversize of the device diameter of the healthy vessel at the landing zone is unknown. ·there was no significant curvature or other anatomical feature near the landing zone that might have impacted the device. ·it is unknown if the distal ring fully deployed following the procedure/ tilted or otherwise positioned suboptimally due to the device being removed from the patient after placement. 3331 - analysis of production records: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification. Investigation findings: 213 - no device problem found: the site confirmed no issues with the device before implanted. Comprehensive batch review had been performed. No issues were identified during manufacture of this device. Also, r& d reviewed returned product which concluded that; close examination of the distal end of the stented section shows no failures, with the eyelets intact and the distal ring securely attached to the device fabric. There are no holes, tears or other visible defects to the device fabric. The collar and graft section of the device were examined, no defects were visible and there were no signs that the device had been cut down to size or sutured, suggesting that the procedure was abandoned before the anastomoses were attempted investigation conclusion: 22 - known inherent risk of device : IFU - (instruction for use) review was performed and confirmed with thoraflex hybrid nagase japanese IFU translated - problems/adverse events states endoleaks is mentioned 67 - no problem detected: the root cause for this event was determined to be no causal link to device deficiency/ failure. This was due to the site confirmed no issues with the device before implanted. Comprehensive batch review had been performed. No issues were identified during manufacture of this device. Also, r& d reviewed returned product which concluded that; close examination of the distal end of the stented section shows no failures, with the eyelets intact and the distal ring securely attached to the device fabric. There are no holes, tears or other visible defects to the device fabric. The collar and graft section of the device were examined, no defects were visible and there were no signs that the device had been cut down to size or sutured, suggesting that the procedure was abandoned before the anastomoses were attempted.